Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer display was out of specification. The cursor would not align with the stylus. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen did not function. Although the programmer would beep when screen contact was made, selections were unable to be made. The programmer was returned for service. There was no patient involvement.